Event description:
Procedure type: low anterior resection. According to the reporter: two (B)(4) reloads were applied. The crossed point was fired with cdh (ethicon). A leakage test was performed and no problem was detected. One week after surgery, leakage occurred with peritonitis. Re-operation was performed immediately and artificial anus was set. The surgeon was unable to locate the source of the leakage during the re-operation. Staples were formed properly and the surgeon considers it was not caused by device malfunction. At the original surgery, anastomosis was done on rb, super low anterior resection. The patient has no history of disease, and currently in remission.

Manufacturer narrative:
(B)(4).